Event description:
It was reported the patient presented with an atrial lead that was oversensing noise that triggered inappropriate mode switches. No changes or interventions were reported. The patient condition was unknown.

Event description:
It was reported that the patient presented with an atrial lead that was oversensing noise triggering inappropriate mode switches and exhibited competitive atrial pacing (cap). No changes or intervention was reported. The patient condition was unknown.